Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial flutter at 152bpm contributed to the false detection. The patient was at the hospital ICU where they were an in-patient at the time of the event. The patient was reported to have been conscious at the time of the event. The response buttons pressed after the treatment occurred. The patient remained in the hospital following the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained in the hospital following the event and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor,(B)(4)- reuse, electrode belt(B)(4): (B)(4)2010, reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).